Event description:
Procedure: tonsillectomy and adenoidectomy. After the tonsils and adenoids were removed, the doctor wanted to cauterize the bleeding points. While cauterizing there was a spark and flame. Apparently, the gauze in the patient's mouth caught fire. The doctor managed to smuther the flames. The patient sustained burns inside his mouth and on his lips. The case was done under general anesthesia with oxygen administered to patient. Sevoflurane is thought to have been used as an anesthetic.

Manufacturer narrative:
The system 5000 operator's manual states the following: 1.1.2 cautions for patient preparation. Electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen-enriched environments. The risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design. Precautions must be taken to restrict flammable materials and substances from the electrosurgical site. They may be present in the form of an anesthetic, life support, skin preparation agent, produced by natural processes within body cavities or originate in surgical drapes, tracheal tubes or other materials. There is a risk of pooling of flammable solutions in body depressions such as the umbilicus and in body cavities, such as the vagina. Any fluid pooled in these areas should be removed before the high frequency surgical equipment is used. Due to the danger of ignition of endogenous gases, the bowel should be purged and filled with nonflammable gas prior to abdominal surgery. To avoid the risk of tracheal fires, never use electrosurgery to enter the trachea during tracheotomy procedures.